Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, two scratches found to have on lens. The lens was cut and replaced. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. And stated, that the surgeon called, for another lens. A consignment back up lens was used safely. And was implanted successfully. Patient did not need medical attention. There was no patient harm reported. And no negative long term effects.

Manufacturer narrative:
Only the lens carton with the packaging inserts was returned for evaluation. The lens case, lens, and peel pouch were not returned for evaluation. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).